Event description:
It was reported that the patient was experiencing recurring incontinence due to urethral atrophy at the cuff site. All components were removed and replaced. The 4.5cm cuff was replaced with a 4.0cm cuff. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concludes that the visual examination of the pump and cuff did not identified any leaks, and the functional testing showed the device performed within specifications. The visual testing of the balloon identified a tear in the balloon; however, it is consistent with explant damage. Based on this observations, the reported allegations of incontinence and atrophy were unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the cuff identified that there was a the buttonhole was torn most likely from explant since the allegation was not related to it. There was a piece of krt (kink resistant tubing) cut from the cuff and also a wqc (window quick connector) was cut off from the cuff but no abnormality observed on both of them. No leak was found. Visual examination of the pump did not identify any leaks in the component. Visual examination of the balloon identify that there was a tear at the top of the balloon that turned into an avulsion. The damage is consistent with explant procedure. Functional testing of the cuff and pump showed that the components performed within specifications. Functional testing of the balloon was no performed due to the tear found. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was experiencing recurring incontinence due to urethral atrophy at the cuff site. All components were removed and replaced. The 4.5cm cuff was replaced with a 4.0cm cuff. The patient is expected to fully recover.